Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches.successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink.in further full review of the pump history/traces on the event date of 21-jun-2024, there is no unexpected alarms/suspends.please see below for the daily total of basal/bolus and all insulin delivered on the event date of 21-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered = 46.425 dailytotalofbasalinsulindelivered = 15.825 dailytotalofbolusinsulindelivered = 30.6 in further full review of the pump history/traces on the event date of 16-jun-2024, there is no unexpected alarms/suspends.please see below for the daily total of basal/bolus and all insulin delivered on the event date of 16-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered = 42.45 dailytotalofbasalinsulindelivered = 11.75 dailytotalofbolusinsulindelivered = 30.7 in further full review of the pump history/traces on the (primary) event date of 28-jun-2024, there is no unexpected alarms/suspends.please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 28-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered = 16.3 dailytotalofbasalinsulindelivered = 6.3 dailytotalofbolusinsulindelivered = 10 (B)(6)2024 09:37:14.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10 bolusamountdelivered = 10. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted.please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date 28-jun-2024, (B)(6)2024 and (B)(6)2024 in the formatted history file. Lost sensor 1 alert (780) was found on: (B)(6)2024 04:53:00.000 (B)(6)2024 05:03:00.000 (B)(6)2024 22:11:00.000, (B)(6)2024 22:21:00.000 lost sensor 2 alert (781) was found on: (B)(6)2024 05:19:00.000 (B)(6)2024 05:29:00.000 (B)(6)2024 22:40:00.000, (B)(6)2024 22:50:00.000 sg calibration error (776) was found on: (B)(6)2024 10:38:22.000, (B)(6)2024 10:48:00.000, (B)(6)2024 10:33:43.000 (B)(6)2024 14:05:43.000, (B)(6)2024 14:15:00.000 (B)(6)2024 18:26:13.000 sensor error alert (801) was found on: (B)(6)2024 15:19:42.000 (B)(6)2024 16:49:42.000, (B)(6)2024 16:59:00.000 (B)(6)2024 17:19:51.000, (B)(6)2024 17:29:00.000 (B)(6)2024 19:19:45.000, (B)(6)2024 19:29:00.000 (B)(6)2024 19:49:54.000, (B)(6)2024 19:59:00.000 (B)(6)2024 20:24:46.000, (B)(6)2024 20:54:54.000 (B)(6)2024 21:04:00.000, (B)(6)2024 21:29:46.000 (B)(6)2024 21:39:00.000 sensor signal not found alert (796) was found on: (B)(6)2024 23:35:00.000 (B)(6)2024 23:45:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor error alert, sensor signal not found alert, unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6)2024 13:21:01.000 (B)(6)2024 14:09:00.000 insert battery alarm was found on: (B)(6)2024 18:32:23.000 (B)(6)/2024 14:24:15.000 (B)(6)2024 15:03:45.000 (B)(6)/2024 19:43:53.000 (B)(6)2024 14:29:23.000, (B)(6)2024 14:39:00.000 pump error 23 alarm was found on: (B)(6)2024 14:40:04.000 power loss alarm was found on: (B)(6)2024 14:41:55.000 (B)(6)/2024 14:42:06.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 at 6:18:58 pm. There was no power data available for the date of (B)(6)2024 and event date of 28-jun-2024. Unable to check power data for low battery alert, pump error 23 alarm and power loss alarm.pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. No unexpected low battery alert and power loss alarm noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection.the pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for pump/sensor calibration anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer ,experienced hyperglycemia . The customer reported, blood glucose value of 533 mg/dl. The customer reported, hyperglycemia. Which was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, unomedical and mmt-1780kl. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It is unknown, whether the customer may discontinue with the product. No product return is required for mmt-332a and mmt-1780kl.